Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband stated that the insulin pump is broken. The insulin pump has cosmetic damage. The blood glucose reading is over 600 mg/dl. Advised the caller that the insulin pump will be replaced. Nothing further reported.